Event description:
Analysis was completed on the wand and no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.attempt for additional relevant information was unsuccessful.

Event description:
It was reported that the nurse was unable to interrogate the patient's generator. The nurse received an error message stating, "error establishing communication. Please try repositioning the wand." A battery life calculation was performed for the generator with the available programming history , which shows that the generator has more than 10 years for neos - yes. (B)(6) went to troubleshoot on (B)(6) 2015 and (B)(6) mentioned that there was no problems with the patients generator as the issue was with the serial adapted cable with the programmer (previously reported in manufacturer report # 1644487-2015-06127). However, the patient's generator has not been ruled out. The wand used to interrogate the patient's generator was received for analysis on (B)(6) 2015. Analysis is underway but has not been completed. Attempts for additional relevant information were unsuccessful.